Event description:
The pump was returned for investigation. Investigation revealed a battery compartment crack, damage battery cap, and dim and discolored display. This report is made based on results of the investigation performed on (B)(4) 2015.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: investigation revealed a battery compartment crack was observed. The returned battery cap threads were damaged and the cap was unable to secure properly to the pump; a test cap was able to secure properly and used for further investigation. Investigation revealed the display screen was dim and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).